Event description:
It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis (pd). Action taken with therapy was not reported. The patient was not hospitalized for the event and the cause of the peritonitis was unknown. The patient was treated with injection (inj). Reflin (1 gm, frequency, and route not reported) and fortum (1 gm, frequency, and route not reported) for peritonitis. On an unreported date, the patient recovered from the peritonitis.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.